Manufacturer narrative:
Device 1 of 3.

Event description:
Unomedical reference number(B)(4). Event occurred in the united states it was reported that the patient's infusion set fell off during use on (B)(6) 2024. The blood glucose level of the patient at the time of event was 160 mg/dl. Moreover, the issue occurred with two similar types of infusion sets used for a few hours. The patient replaced the infusion set and insulin was resumed successfully. No further information was available